Event description:
It was reported that the patient never had therapeutic effect and there was no stimulation sensation. The patient increased the device until she felt a mild stim sensation. The manufacturer representative told the patient to up it to 1.9 volts and then she increased it to 3.2 volts. The patient had tried all four programs and could not tell the difference between them. The patient felt stimulation on the day of implant surgery but did not currently feel it. Since the implant, she increases it until she felt it but shortly after she did not feel it anymore. No falls or injuries reported. The patient contacted her health care professional (hcp) and was waiting for a call back. About a week after the report, it was reported that the patient felt pain all of a sudden from the stimulation. She was driving home and all of a sudden felt a hard pain from the stimulation. The patient did not have the patient programmer with her in order to turn the stim down or off. The patient wondered if the stim would cause damage. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had severe pain in the device area, especially when she moved.

Event description:
Additional information received reported that there was pain at the implantable neurostimulator (ins) site and the patient turned it off, but that did not make any difference. She turned it back on after two hours and lowered the setting, which made it seem better. She did not bump her ins or "anything." The patient mentioned again her lack of effect since implant. She had an upcoming six week check up with her healthcare provider (hcp).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t9ex, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.